Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was within labeled operating altitude range. In addition, it was reported intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose was in the 500s mg/dl. Reportedly, the customer reverted to long acting manual injections for insulin therapy.